Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: potential lot: 0001432078. D4: potential expiration date: 01may2028. D4: potential UDI: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. H4: potential device manufacture date: 11nov2025. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following an lhc, the tr band was placed on the patient, and 18ml of air was injected. Due to incomplete hemostasis/bleeding, it was suspected that the balloon was deflating; therefore, various amounts of air was injected into the device. The event occurred while the patient was in the procedure room and on the room. The location of the leak was unknown. The trb2 was removed and a trb1 was successfully placed without issues. The estimated blood loss was less than 250cc, and no patient injury was reported.